Manufacturer narrative:
Findings: pump received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No lines on display, display anomaly or damage on keypad traces noted. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test due to no button response. Pump received with minor scratched display window, cracked display window corner, cracked at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported the pump was exposed to pool water. The customer stated that she got in pool with pump on. Customer reported there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.